Manufacturer narrative:
Upon follow up it was reported the patient was treated (unreported date) with unspecified antibiotics for the peritonitis event which were discontinued 18 days after event onset. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further specified as the patient's error. On the same day of onset, the patient was hospitalized for the event. Treatment and patient¿s outcome were not reported. It was not reported if the patient was retrained on proper aseptic technique. Therapies were ongoing. No additional information is available.